Event description:
It was reported to boston scientific corporation that a flexima bilary stent was used during a stenting procedure of the distal bile duct (procedure date unknown). According to the complainant, during the procedure, resistance was met when attempting to release the stent and the guide catheter stretched. However, the stent was able to be deployed to complete the procedure. It was confirmed that the only damage noted to the device was the stretched guide catheter; the guide catheter did not break or detach. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed the guide catheter to broken, therefore this is now an MDR reportable event.

Manufacturer narrative:
Patient age is unknown, however was reported to be over 18 years old. The patient was reported to be (B)(6). The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. Reported event of guide catheter broken. The delivery system was returned for evaluation; the stent was not returned. Visual evaluation of the device revealed the suture to be intact (unbroken) at the distal end of push catheter. No damage was noted to the push catheter. The guide catheter was found stretched and broken near the distal end. A minor kink was noted at the distal end of the guide catheter. The stretched and broken guide catheter indicate force was exerted when the stent was attempted to be deployed. The noted damages are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record could not be performed since the lot number was not provided in the complaint.